Event description:
It was reported that the patient experienced several episodes of ventricular tachycardia (vt) that were treated with antitachycardia pacing (atp) that resulted in slow vt. The patient expired 2 days later due to natural causes.